Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the evaluation findings of the returned device and the reported events could not be conclusively established through this evaluation. The evaluation of the returned device did not reveal any issues that would have contributed to a flow or functional issue. The pump was returned assembled with the entire driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief hardware, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. A deposition of loosely coagulated blood mixed with tissue-like clotted blood was observed in the lumen of the inlet tube. Depositions of loosely coagulated blood were also observed on the body of the rotor and in the proximal side of the outlet stator. These depositions lacked evidence of laminated layering or denaturation, which indicates that they were likely not present in the device while the pump was supporting the patient. These depositions likely developed acutely due to poor surface washing as a result of blood remaining in the device post-explant. Visual inspection of the blood-contacting surfaces did not reveal any evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient suffered a hemorrhagic stroke on (B)(6) 2018 that was confirmed by a CT scan. The patient signed a do-not-resuscitate order (dnr) and expired on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
Additional information. Incidental finding: the evaluation of the returned device revealed a tear in the outer silicone jacket approximately 13.5¿ from the pump housing; however, the underlying bionate appeared free of damage.